Event description:
Gouge used to prepare tibia for all-poly tray was dull and caused fracture to medial tibia. Procedure was then changed to a total knee. Surgery time was extended by 45-60 mins.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the exact root cause could not be determined, it is likely that the osteotome (gouge) that was used to prepare the tibia was worn (dull) from heavy usage. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.